Event description:
On (B)(6) 2011: customer reports via phone that during a (B)(6) study on an (B)(6) female patient the system lost fluoro. The procedure was completed using only the endoscope. Customer does have a back up room available. No patient injury.

Manufacturer narrative:
Field service engineer (fse) troubleshoot report the infimed computer shut off during a procedure and found a bad power supply in the platinum one. Fse replaced the power supply and verified proper operation using hut service checklist and returned the system to full service.